Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified iliac artery. A 6mm x 20cm interlock coil was selected for use. During procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The coil was removed together with the catheter and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revelaed that only the main coil was returned for this complaint. No damages were found in the returned coil. No more damages were found in the returned device. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection of the main coil revealed that the components were within specification.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified iliac artery. A 6mm x 20cm interlock coil was selected for use. During procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The coil was removed together with the catheter and the procedure was completed with another of same device. No patient complications were reported.